Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 500 mg/dl at the time of the incident and was treated with injections and insulin pump. The customer stated that they thought something was wrong with the insulin pump as their blood glucose was going higher even with blousing. The customer reported that they feel okay for troubleshooting. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they have a back-up plan available. The customer alleged that the insulin pump was under delivering as whatever insulin they took in, the body was not responding. The customer stated that the drive support cap appeared normal or slightly indented. The customer reported that the insulin exited at the quick release. The customer was advised to change entire set, reservoir and insulin and treat as per the healthcare professional¿s instructions. The customer noticed bubbles after fill tubing on top of the reservoir and tubing. The device will not be returned for analysis.